Manufacturer narrative:
During inspection and testing, sharp dents on c-body were found to be caused by physical stress. The reported issue (failed leak test) was confirmed and found to be caused by damaged bending section cover. In addition, service found there was play in the angulation knob. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device failed the leak test. The reported issue occurred while reprocessing the subject device. There was no patient involvement. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there were sharp dents on the distal end of the device (c-body). This report is being submitted for the malfunction found during device evaluation (sharp dents on c-body).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to damage or deformation due to physical stress (caused by handling). The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.